Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) to perform failure analysis. The vse was analyzed and found that the primary failure of failed hard grip force test to be related to the customer reported complaint. The instrument was placed on an in-house system and failed the hard grip test going over 8.75 lbs. The root cause is not determinable/applicable. A review of the log showed no errors. Additional observation not reported by site that is not related to the customer reported complaint: the vse instrument failed the cut test. The instrument did not cut through the test strip. Common cause of this failure is attributed to manufacturing. The instrument was found to have a dislodged knife cable guide. The instrument was found to have the screw of the knife cable guide to not be fully torqued. Common cause of this failure is attributed to manufacturing. The instrument will be transferred to engineering for further investigation. This complaint is considered a reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was placed in and would not work as intended. The instrument was registered on the screen when plugged in but was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument had insufficient sealing (not sealing properly). The vse instrument was inspected prior to use with no damage noted. The vse instrument did not work at all during procedure. The surgical task that was being performed was the cutting mechanism. The surgeon was attempting to perform the first seal but there was no thermal spread and it appeared to have a white mark on the tissue where the jaws were located. The vse instrument did not seal the full length of the tip. No errors or warning signs occurred while the issue was noted. When performing the sealing sequence there were audible signals (continuous tones) heard but it was not cutting. The fast audible tones (3 tones) were heard as if a complete seal cycle was performed but there was no indication that the vessel sealer was performing as intended. Tissue was never cut that was not fully sealed. The target tissue was the omentum tissue and it was not under tension. The tissue was not exposed to radiation or chemotherapy prior to procedure. The vse instrument jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient.